Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Suspected cause was due to not having an active continuous glucose monitor session, and pump could not deliver automatic boluses without active sensor. Reportedly the customer received assistance from their husband; type of assistance is unknown. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.